Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had not used it in over a year because they did not have a need for it. Now the patient does. The patient does not believe it is off, it just have not been adjusted since (B)(6) 2019. When they were at program 3 at 1.6 volts. The patient has not been able to void for 3-4 days. They have not had any accidents or falls. The patient has had a flareup of gallbladder problems and their white blood cell count was high but now it is normal. The liver test showed it was elevated. The patient is seeing a surgeon for the gallbladder today. Checked the current settings on the call and the patient was still on program 3 at 1.6 volts and stimulation was on. They increased the stimulation to 2.1 volts and then when the patient sat down it was too strong so they were going to see how it goes but might decrease to 2.0 volts. Told them to monitor the symptoms in diary for couple days and see if the symptoms improve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient recently was hospitalized for kidney failure. In the testing they found out it was caused because the bladder was not emptying for quite a while causing everything to back up and hydronephrosis and therefore the kidney failure, so they are assuming that it is not working. Patient has an indwelling foley right now which will be in place for two weeks. Patient lost like 30 pounds in the last month. Patient had a couple falls. Patient was admitted to the hospital. In questioning him after the fact they said they knew things weren't working for the last 2-3 weeks because patient wasn't voiding as much and it was cloudy. It had already been backed up for a while at that point because it wasn't emptying. Patient also had a big uti going on too. The patient was redirected to their healthcare provider to further address the issue.